Event description:
The customer's mother stated that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading was not reported. The customer's mother stated that the customer had changed her infusion set the day prior to the event, and that the customer was suffering from a sinus infection. The insulin pump was not available at the time of the phone call to verify the serial number or to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.